Manufacturer narrative:
Based on the information reported in medwatch report # mw5101110, cynosure was unable to further investigate this complaint. There was no information identifying the patient, healthcare professional or address of the laser treatment. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure is unable to determine whether diagnoses made post treatment were existing prior to treatment.

Event description:
Medwatch report #mw5101110 was received with report that a patient underwent a monalisa touch treatment and experienced severe pain with urination, painful urge to urinate, and severe pain in the vulva following a monalisa touch treatment. Patient was prescribed antibiotics and anti-fungal cream prior to seeing a gynecologist. After meeting with a gynecologist, patient was diagnosed with lichen sclerosis and was prescribed clobetasol propionate. Patient then saw a urogynecologist who prescribed myrbetric 25 mg per day. Patient is currently seeing a pelvic floor physical therapist. A biopsy was also performed with physician confirming it to be benign. The mayo clinic states, "the cause of lichen sclerosis is unknown. An overactive immune system or an imbalance of hormones may play a role. Previous skin damage at a particular site on your skin may increase the likelihood of lichen sclerosis at that location." Patient reports that sex is too painful, painful urinary retention and a greater risk of squamous cell carcinoma.